Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall, exhibiting undersensing without a brady device, high pacing thresholds, and loss of capture with no asystole. The patient exhibited a sharp pleuritic pain with no effusion. The perforation was confirmed by ultrasound and the lead was repositioned successfully. No additional adverse patient effects were reported.